Event description:
It was reported that during a colonoscopy procedure the subject device while being inside patient lost image and displayed a b30 error. The procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.